Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2013, the physician received on unsuccessful cavity integrity assessment (cia) test. The physician viewed the patient's cavity and "noted 2 puncture wounds in the uterus after removing the device." The "procedure was aborted." Dilatation with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.